Manufacturer narrative:
It was reported that the patient has limited range of motion and pain. A manipulation procedure was performed. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has limited range of motion and pain. A manipulation procedure was performed.